Event description:
The initial complaint was reviewed and found not reportable. Further information provided indicate only the bolt (manufacturer report number 8030965-2021-03221) and the anti-rotation screw (manufacturer report number 8030965-2021-03222) were damaged. There was no allegation against this device.

Manufacturer narrative:
Product complaint #: (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a j&j sales representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no conclusion could be drawn at the time of filing this report. Product was not returned and therefore, no further investigation is possible. Condition of the returned medical image prevents proper testing / failure analysis of the reported allegation. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6), south as follows: it was reported that on (B)(6) 2021, the patient has a broken implant. It was unknown how it occurred and how many implants were broken in this event. It was unknown if there were any surgery involved. The patient outcome was unknown. Concomitant devices reported: unknown locking screws (part# unknown, lot# unknown, quantity# unknown). Unk - nail head elements: fns bolt (part# unknown, lot# unknown, quantity# 1). Unk - nail head elements: fns antirotation (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is for (1) femoral neck system plate 1 hole - sterile. This report is 1 of 1 (B)(4).